Event description:
It was reported that the interbody device cracked during implant. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visual and optical inspection of the implant spacer identifies a crack near the centerline of the middle screw boss wall, at the thinnest wall section. The crack appears to have initiated at the intersection of the outer wall and the screw boss, where the sharp corner could act as a stress riser. Optical examination of center hole identified plastic deformation and witness marks on opposite sides of the holes, consistent with misalignment. The location and direction of the crack is consistent with over-insertion or misalignment of the bone screw resulting in overloading stresses on the bone screw boss. A review of the device history records found no documentation to indicate a non-conformance to specification.